Event description:
It was reported that the patient's device on the left side is turned off. The other device was taken out of their body because the battery got infected and they had to remove the battery probably two to three years ago. The other device on the left side was turned off because they didn't have any luck with it and it wasn't working for them. Patient thinks it might have been turned off when they had the infection on the other side. When asked when the device was turned off, patient said, they don't know. It has probably been two or three years. The reason for call was patient has been having some issues with their feet and they want to do an MRI. Additional information received from physician clarifying that patient infection was a mrsa infection and the right battery was explanted on (B)(6) 2022. At the time of last visit on (B)(6) 2023, left generator was nearing eos and patient did not have a neuro or psych provider to take over programming.

Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.